Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced both powers on without user input and powers off without user input. This occurred in the labor and delivery department. There was no patient involvement. No additional information is available.